Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient passed away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was not reported whether an autopsy was performed. It was not reported if dianeal therapy was ongoing until the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis could not be completed. The cause of the reported event could not be determined with the available information. Should additional relevant information become available, a follow-up will be submitted.